Manufacturer narrative:
(B)(4). Investigation results: one flexiva ID tractip 200 laser fiber was returned broken into three pieces. The first piece measured approximately 13.5 cm from the top of the connector to the break. The second piece measured approximately 106.3 cm from the break to break. The third piece measured approximately 194.6 cm from the break to the distal tip. The expose glass portion of the distal tip measured approximately 0.5 cm and was consistent with a fracture. The remainder of the distal tip was not returned. The condition of the returned device confirms the reported event. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva ID tractip 200 laser fiber was opened for use in a percutaneous nephrolithotomy (pcnl) procedure performed on (B)(6) 2018. According to the complainant, during preparation, the laser fiber was noted to be broken out of package. The procedure was completed with another flexiva ID tractip 200 laser fiber. There was no serious injury nor adverse patient effects as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the fiber tip detached.